Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device: protruding from proximal tube and adherent to the band of omnetum"), fallopian tube perforation ("right essure coil had migrated and perforated her fallopian tube / perforation (fallopian tube)") and pelvic pain ("severe pelvic pain / pain") in a 39-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". The patient's previously administered products included for an unreported indication: yasmin. Concurrent conditions included body mass index normal. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, 1 day after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("severe abdominal pain /abdominal cramping/abdominal pain/severe abdominal cramping"), back pain ("back pain"), vulvovaginal pain ("vaginal pain") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2009, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and peritoneal adhesions ("adherent to band of omentum"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and abdominal pain lower ("cramping"). The patient was treated with naproxen sodium (aleve), metronidazole (flagyl), surgery (hysterctomy with right essure removal), surgery (supracervical hysterectomy- right essure coil removed) and surgery (hysterectomy). Essure was removed on (B)(6) 2009. At the time of the report, the device dislocation, fallopian tube perforation, abdominal pain, abdominal pain lower, peritoneal adhesions, back pain, vulvovaginal pain and dysmenorrhoea outcome was unknown and the pelvic pain had resolved. The reporter considered abdominal pain, abdominal pain lower, back pain, device dislocation, dysmenorrhoea, fallopian tube perforation, pelvic pain, peritoneal adhesions and vulvovaginal pain to be related to essure. The reporter commented: since having the surgery, plaintiff's symptoms are mostly resolved. Current weight 132 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.8 kg/sqm. Computerised tomogram: on (B)(6) 2009: right coil had migrated and perforated tube ultrasound scan vagina: on (B)(6) 2009: implants appear to be in place on (B)(6) 2009: CT pelvis report - impression: essure insert appears to be external to the uterus/fallopian tube on the right side. The left sided insert appears to be appropriate in location. Concerning the injuries reported in this case, the following ones were reported in patient's medical records : pelvic pain, fallopian tube perforation. Embedded device. Most recent follow-up information incorporated above includes: on 26-oct-2018: plaintiff fact sheet received. Event she did not underwent essure confirmation test was added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("migration of essure device: protruding from proximal tube and adherent to the band of omnetum"), fallopian tube perforation ("right essure coil had migrated and perforated her fallopian tube / perforation (fallopian tube)") and pelvic pain ("severe pelvic pain / pain") in a 39-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: yasmin. Concurrent conditions included body mass index normal. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, 1 day after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("severe abdominal pain /abdominal cramping/abdominal pain/severe abdominal cramping"), back pain ("back pain"), vulvovaginal pain ("vaginal pain") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2009, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and peritoneal adhesions ("adherent to band of omentum"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and abdominal pain lower ("cramping"). The patient was treated with naproxen sodium (aleve), metronidazole (flagyl), surgery (hysterectomy with right essure removal), surgery (supracervical hysterectomy- right essure coil removed) and surgery (hysterectomy). Essure was removed on (B)(6) 2009. At the time of the report, the embedded device, fallopian tube perforation, abdominal pain, abdominal pain lower, peritoneal adhesions, back pain, vulvovaginal pain and dysmenorrhoea outcome was unknown and the pelvic pain had resolved. The reporter considered abdominal pain, abdominal pain lower, back pain, dysmenorrhoea, embedded device, fallopian tube perforation, pelvic pain, peritoneal adhesions and vulvovaginal pain to be related to essure. The reporter commented: since having the surgery, plaintiff's symptoms are mostly resolved. Current weight 132 lbs diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.8 kg/sqm. Computerised tomogram - on (B)(6) 2009: right coil had migrated and perforated tube ultrasound scan vagina - on (B)(6) 2009: implants appear to be in place on (B)(6) 2009: CT pelvis report - impression: essure insert appears to be external to the uterus/fallopian tube on the right side. The left sided insert appears to be appropriate in location. Concerning the injuries reported in this case, the following ones were reported in patient's medical records : pelvic pain, fallopian tube perforation,embedded device. Most recent follow-up information incorporated above includes: on 12-jun-2018: pfs received. Outcome of event pelvic pain was updated from unknown to recovered/resolved. Concomitant condition and historical drug were added.event embedded device added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("right essure coil had migrated and perforated her fallopian tube / perforation (fallopian tube)/migration of essure device: protruding from proximal tube") and pelvic pain ("severe pelvic pain / pain") in a 39-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, 1 day after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("severe abdominal pain / abdominal cramping"), back pain ("back pain"), vulvovaginal pain ("vaginal pain") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2009, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2009, the patient experienced peritoneal adhesions ("adherent to band of omentum"). On an unknown date, the patient experienced abdominal pain lower ("cramping"). The patient was treated with naproxen sodium (aleve), metronidazole (flagyl) and surgery (supracervical hysterectomy-right essure coil removed). Essure was removed on (B)(6) 2009. At the time of the report, the fallopian tube perforation, pelvic pain, abdominal pain, abdominal pain lower, peritoneal adhesions, back pain, vulvovaginal pain and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, dysmenorrhoea, fallopian tube perforation, pelvic pain, peritoneal adhesions and vulvovaginal pain to be related to essure. The reporter commented: since having the surgery, plaintiff's symptoms are mostly resolved. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2009: right coil had migrated and perforated tube ultrasound scan vagina - on (B)(6) 2009: implants appear to be in place on (B)(6) 2009: CT pelvis report - impression: essure insert appears to be external to the uterus/fallopian tube on the right side. The left sided insert appears to be appropriate in location. Concerning the injuries reported in this case, the following ones were reported in patient's medical records : pelvic pain, fallopian tube perforation. Most recent follow-up information incorporated above includes: on 2-mar-2018: pfs received - new event 'adherent to band of omentum, back pain, vaginal pain, dysmenorrhea (cramping)" were added. New reporter added. Case updated as medically confirmed. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("right essure coil had migrated and perforated her fallopian tube") in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), abdominal pain ("severe abdominal pain"), pelvic pain ("severe pelvic pain") and abdominal pain lower ("cramping"). The patient was treated with surgery (laparoscopic subtotal hysterectomy to remove the essure). Essure was removed on (B)(6) 2009. On (B)(6) 2009, the patient experienced procedural pain ("painful post-operative recovery"). At the time of the report, the fallopian tube perforation, abdominal pain, pelvic pain, abdominal pain lower and procedural pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, fallopian tube perforation, pelvic pain and procedural pain to be related to essure. The reporter commented: since having the surgery, plaintiff's symptoms are mostly resolved. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2009: right coil had migrated and perforated tube incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.